Event description:
Boston scientific received information that during pre-discharge check, the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing lead impedance measurement. Other lead measurements were normal no noise was noted. It was reported that during implant, the atrial impedance with pacing system analyzer (psa) was at 568 ohms but no pacing threshold measurements was obtained as the patient was in atrial fibrillation (af). The field representative suspected a lead header connection. Boston scientific technical services (ts) advised to monitor the patient for changes in pacing threshold or can do a pocket revision. Additional information states that the source of impedance was not conclusively determined and the patient will be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.